Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the connection points on the extension that connect to the lead appeared twisted in the silicone and the profile of this area changed. It was specifically noted as located at the metal ring inside of the silicone. It was noted; however, that the set screw made contact with the lead contacts and that impedance measurements were normal. Add'l info was requested.